Event description:
Info rec'd indicates, the nurse call is not working.

Manufacturer narrative:
The technician isolated the issue to damage on the nurse call cable. He replaced the cable to repair the bed.